Event description:
It was reported that the patient is experiencing pain and is unable to operate the pump properly. The inflatable penile prosthesis(ipp) pump was implanted in (B)(6) 2019. The patient was told that he may have a sticky valve and need a replacement. It is not yet known if a revision will take place. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient is experiencing pain and is unable to operate the pump properly. The inflatable penile prosthesis(ipp) pump was implanted in (B)(6) 2019. The patient was told that he may have a sticky valve and need a replacement. It is not yet known if a revision will take place. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information received that the pump worked just fine however prior to the revision the patient had pain around the pump so he could not manipulate the pump. There was no infection and the pump worked fine in the or. The most recent reported patient outcome was reported to be great. The device was replaced to a tactra device.